Manufacturer narrative:
During inspection and testing, service found the acoustic lens was damaged. There was a deep cut on the probe. A review of the device history record found no deviations that could have caused or contributed to the damage to the acoustic lens. The device shipped according to specifications. It has been over eleven years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the damage to the acoustic lens may have been caused by reasons similar to other damage found on the device, however it could not be determined whether stress, handling or other issues caused the damage. A definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to detect the issue: "preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. In addition, the up/down angulation knob could not be locked securely due to wear of the forceps elevator lever, the number of missing elements was out of specification due to damage on the ultrasonic cable, the displayed ultrasonic image was defective due to damage on the acoustic lens, angulation in the up direction was out of specification due to wear of the angle wire, and the universal cord was buckling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported there was wear and tear on the "probe shell" of the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the acoustic lens was damaged. There was a deep cut on the probe. This report is being submitted for the malfunction found during evaluation (deep cut on probe). There was no harm or user injury reported due to the event.